Manufacturer narrative:
Concomitant medical products: addr01 ipg implant, date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that sensing function of the right atrial (ra) lead was programmed off. The lead remains in the patient. No patient complications have been reported as a result of this event.